Manufacturer narrative:
The electronic device log file was available for investigation. The records indicate that the device was powered on in the early morning of the date of event and passed the automatic self-test without deviations. It could be further derived that the first 5.5 hours of the procedure in question could be provided in stable and unremarkable automatic ventilation until a point where two consecutive encoder check errors occurred. The device posted a corresponding alarm and switched to manual ventilation mode. The user power-cycled the device but the error condition persisted and the device had to be swapped out. No patient injury was reported. The error codes indicate a worn collector disc of the ventilator motor. The hospital's biomed received assistance from dräger service support about the potential root cause and expressed the willingness to perform the repair himself. Since no further feedback was received dräger concludes that the repair was provided successfully. The ventilator motor is subject to wear and tear. If abrasion of the collector disc reaches a certain level an intermittent contact loss to the carbon brushes will occur. The resulting deviations in motor speed will be detected by the device when the measured piston position does not match the calculated one. To prevent from serious damages the system will shut down the automatic ventilation and alert the user to this condition. Manual ventilation as well as the monitoring functions remain available.

Event description:
Please refer to initial MFR. Report #9611500-2017-00169.

Manufacturer narrative:
The investigation was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The machine was swapped out and there was no patient injury reported.